Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. It is suspected that this is due to calcification. Further monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. It is suspected that this is due to calcification. Further monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a signal artifact monitoring (sam) episode was recorded due to this high impedance. X-rays were performed, however, they were inconclusive.